Event description:
The customer reported that they received discrepant k+, ca++, glucose, thb and hct results on one patient compared to retesting of a different sample on their laboratory instrument and hematology analyzer. There is no report of injury due to this event.

Manufacturer narrative:
The customer has provided instrument files for further investigation. Investigation is underway. The cause of this event is unknown.

Manufacturer narrative:
The investigation of the returned instrument files has been completed. The absence of any drifts in the sensors' slope, flagged question results, or any related errors for the reported sensors on the date of event, suggests the reported sensors were stable and performing as expected. The calcium level measured by the comparative instrument is the total calcium level and cannot be compared with reported ionized calcium value evaluated by the rp500e instrument. The co-oximetry optical subsystem responsible for the measurement of thb (and hct as hct is calculated from the thb value) appeared stable with constant temperature and in control during the sample measurements. No co-ox interference was detected through the escalation date and while the sample in-question was running. A review of the summary log shows that a d39 obstruction error occurred within 20 minutes of the reported sample analysis on date of event. As seen in the instrument's summary log, this was recorded as the next event, which happened right after the reported sample was measured. This is suggestive of a sample related issue that may have attributed to the observed discrepant results for the multiple analytes. Proper sample collection devices, sample handling, mixing and time to sample analysis is required to ensure accurate patient test results. The rp500e instrument is performing as intended and is currently operational at the customer site.